Event description:
The customer reported that the system would shut down if someone did not physically hold the on/off button down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The on/off switch was replaced. The system was then found to be operating as intended.